Event description:
It was reported that the implanted artificial urinary sphincter was not cycling, and the balloon has no fluid. A replacement surgery was performed. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.